Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. The anchor is broken near its proximal end confirming this complaint. Visual observation of the broken anchor indicates the external geometry of the screw was not damaged as the threads did not strip during insertion, we cannot discern a root cause for this failure with the information provided. A batch record review has been conducted for this lot of devices that were manufactured in 2014 with an expiration date of 05-2017 and the results indicate that this batch of product was processed without incident related to the failure in this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no similar complaints for this lot. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate that screw broke during drill in the fumoral bone in spite of using coracoid step tap and modular driver 23mm. Rest of the screw is in the bone. Procedure was completed with same like product.